Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited high capture thresholds. A fluoroscopy was performed, and it was noted that the lead dislodged. The physician attempted to reposition the lead however, the lead screw was not coming after a few attempts. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported events were lead dislodgement, a helix mechanism issue and inadequate capture. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The reported event of a helix mechanism issue was confirmed. X-ray inspection found overtorqued of the inner coil consistent with the procedural damage. After cleaning and applying toque directly to the inner coil, the helix could be extended and retracted, and helix extension length met specification. The cause of the reported event of a helix mechanism issue was isolated to overtorqued of the inner coil in the connector region and the helix being clogged with blood/tissue. The reported event of inadequate capture was not confirmed. Electrical testing performed did not find any conductor fracture but an internal short was found due to over torque of the inner coil in the connector region during the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.